Manufacturer narrative:
The cycler was not received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. Factors outside the scope of nxstage therapy can impact fluid removal and fluid removal calculations. These include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2025 from a 64-year-old female with a medical history including end stage renal disease, who stated an insufficient amount of programmed fluid was removed during home hemodialysis treatments and she was admitted to hospital on (B)(6) 2025. Additional information was received on 25-27 mar 2025 from the health care provider (hcp) who stated the patient presented to the hospital on (B)(6) 2025 with acute shortness of breath and pulmonary edema. She was admitted to the intensive care unit where she received continuous renal replacement therapy (crrt) and was discharged on (B)(6) 2025. Following discharge, the patient has resumed treatment with the nxstage system.